Event description:
Related manufacturer reference number: 1627487-2021-00639. It was reported the patient was unable to place the ipg into MRI mode due to low impedances. Surgical intervention took place wherein the leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.